Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the t-wave oversensing observed in the field was confirmed via reviewing the stored egms. The device image indicated ocd alert was detected and hv lead impedance was low. The device was tested on the bench and on uts. Testing revealed normal device characteristics, no anomaly was found. It is suspected that lead shorted to the can causing a low impedance path and triggered the possible high voltage lead issue alert.

Event description:
It was reported that hv impedance had decreased. Inappropriate therapy was triggered due to t wave oversensing. The therapy was aborted and possible output circuit damage alert was received. The ICD was explanted and replaced.